Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
On previously submitted report, section describe event or problem was incorrect. It should be- the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Dreamstation auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam. There was no report of medical intervention. The device was scrapped. In this report section describe event or problem in box b, product UDI in box d, report source in box g has been updated/ corrected.